Event description:
The customer reported that the system went to maximum technique and the images were washed out. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video cable was repaired during the service call. The system was tested and found to be working as intended and put back into service.